Manufacturer narrative:
(B)(4) 2015 - this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is pilot valve is not shifting fully. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).